Event description:
Pt was receiving IV fluid that was ordered to be started within half an hr. IV pump was started at 2:21 pm and said that it was infusing. Pump later alarmed approx 1 hr and 15 minutes later. Only 5 ml of IV fluid had infused during that time. Pump was programmed for sodium bicarb at 250 ml per hour x 2 hours at the time. This was to be completed before ua check and chemo administration. Pump was placed out of service.